Event description:
A report was received that the patient's stimulation would turn off without intervention and that she was experiencing discomfort at the lead site. An ipg database analysis revealed the ipg was working properly. The physician does not know the cause of the lead site discomfort. The patient will undergo a total system replacement.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure. The physician explanted patient's entire system and implanted her with competitors system. The patient is reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serials: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's stimulation would turn off without intervention and that she was experiencing discomfort at the lead site. An ipg database analysis revealed the ipg was working properly. The physician does not know the cause of the lead site discomfort. The patient will undergo a total system replacement.